Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer's father reported via phone call that the insulin pump alarmed failed battery test after a battery was inserted. The customer's blood glucose level was around 300 mg/dl and 400 mg/dl. While troubleshooting for a motor error alarm, the insulin pump alarmed battery out limit. The insulin pump sometimes alarmed no delivery when she tried to bolus. The no delivery alarm was resolved with a complete set change. The customer received a motor error alarm around the time she was hospitalized. The infusion set had a bent cannula. She was able to complete the rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.